Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running) and replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. Troubleshooting was performed for pump error alarm. Customer was able to clear alarm and complete rewind process. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement and sleep current measurement. No pump error 25 alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 02/01/2025 07:48:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. However, pump trace download analysis confirmed the pump alarmed pump error 25 on 02/09/2025 08:00:00.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and label damage. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. However, pump error 25 confirmed in the pump history files and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.